Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin leaked from the luer lock connection. Reportedly, the luer lock connection was tightly secured and the customer did not see any damage. The customer's blood glucose level was 122 mg/dl. The customer changed the infusion set tubing and resumed insulin delivery.